Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reunion of the actis size 1 broach appears to have been worn or damaged and is no longer engaging properly with the kincise attachment. It appears to only be this particular broach that is having the issue. No patient consequences or surgical delays reported.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this report was returned for examination. The photographic evidence evaluation and the physical evaluation of the product were able to confirm the complaint. The broach has circular scratching on the post which prevents proper assembly. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.